Event description:
Caller reported a cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the issue and noted that the caller had experienced cartridge alarms with consecutive cartridges; therefore, they resolved to replace the pump.